Event description:
End user reported that the incorrect joystick was installed on his 3gtq3-cg power chair. The current joystick does not have the button that allows him to control the tilt actuator and by not having the tilt feature is causing user a lot of pain in the buttocks and some redness. User is seen regularly to watch for pressure sores as he is prone to them due to sitting for a long period of time. Also monitoring for infection due to the catheter he has in urethra. Customer would normally sit upright periodically to prevent the urine from staying in. No diagnosis of infection.